Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient received an alarm on the mobile device that their readings were low. The patient experienced symptoms of malaise, dehydration, dyspnea, and poor appetite. The patient¿s daughter performed a fingerstick and the patient¿s bg meter reading was 520 mg/dl and her cgm was 69 mg/dl. The patient¿s daughter took her to the emergency room, when they arrived, staff from the hospital performed a fingerstick and the bg was 520 mg/dl while her dexcom mobile device was 69 mg/dl. The patient was given intravenous (IV) fluids for hydration. The patient provided additional values during the course of her stay at the hospital; however, she did not specify when they were taken. She stated her bg was 105 mg/dl while the cgm was 40 mg/dl and another time at 407 mg/dl while her cgm was 56 mg/dl. The patient also stated there was an occurrence where her bg was high and dropped ¿really low¿ (no values were provided) and was given juice. The patient stayed in the hospital for 10 hours and before she was discharged her bg meter was 164 mg/dl while her dexcom was still running low (she could not provide the exact value). There was no documentation of further medical evaluation or intervention. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. During the patient's hospitalization, comparison were made and glucose values fall within the b and d zone of the parkes error gird. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.